Manufacturer narrative:
(B)(4). Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 6 bd 1ml syringe luer-lok¿ tips experienced difficulty connecting the syringe to the mating component resulting in leakage during use. The following information was provided by the initial reporter: material no. 309628, batch no. 8241546. We have had a number of patient complaints regarding 1ml luer-lok syringe compatibility with needles for our injection kits. We are curious whether there have been reports of leakage from syringes and/or needles.